Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user, using an inset teflon 6 mm 23-inch set, reported being high for 14 hours. The hightest blood glucose (bg) reported was 400 mg/dl. The agent advised performing a fingerstick, ketone testing, and a supply change, but the user initially could not locate the glucometer. Reports showed the pump had delivered 30 units of insulin without reducing bg below 400 mg/dl. The user was instructed to complete a fingerstick, change supplies, and contact their hcp once available. Later the same day, the user confirmed a fingerstick reading above 600 mg/dl, though the user felt fine. The pump displayed 385 mg/dl, prompting the agent to proceed with a supply change for safety. After walking through the steps, the user reconnected with an inset infusion set. Fingerstick bg was 309 mg/dl and ilet showed 328 mg/dl. In a follow-up, the agent confirmed bg had dropped to 181 mg/dl with a downward trend. No symptoms were reported during the event, and no medical intervention required at the time of call.